Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, the pump would stop insulin delivery at the times the alarms occurred. The customer reported a blood glucose (bg) level in the 200 (mg/dl) range; however, the customer was unable to verify if bg level was in the low or high 200's. Customer would address bg level by resuming insulin delivery on the pump and delivering correction bolus. Tandem technical support educated the customer to keep things from pressing the button; customer acknowledged.